Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with no163z - as univation xf tibia cemented t2 lm. According to the complaint description, the implant loosened 11 month post surgery. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nl471 - univation f meniscal comp.t2 rm/lm 7mm - lot 52502902. This complaint involves additionally one unknown article. Additional information is requested about the article details.

Manufacturer narrative:
Investigation results: visual investigation: the tibial component show bone cement residues on the whole intended area/ coated surface. This indicates that a loosening between the bone and bone cement has taken place. A partial overhang of bone cement is visible. The bone cement residues from the tibial component shows only a partly good bone anchorage (cement interlock into the bone trabeculae) has taken place. No drilling was performed on the bone as retention for the bone cement. The femur component shows no bone cement residues. The visible discoloration at the femoral component is a result of oxidation and does not affect the material properties in any way. The meniscal components show little imprints and scratches, which probably resulting from third body wear (bone chips and/or bone cement residues). Two of the provided x-ray figures show a bony loosening of the tibial component. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. A product safety case was opened.

Event description:
Involved components: nl471 - univation f meniscal comp.t2 rm/lm 7mm - lot 52502902; no186z - as univation xf femur cemented f2 lm - lot 52410384. Associated medwatches: 9610612-2021-00127; 9610612-2021-00315.